Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
It was reported the customer requested assistance reviewing the logs after a patient incident in which the patient passed away. It was indicated staff have seen technical inop alarms in the sector for mx40 for weak signal. There was also a question asked about technical inop behavior with red alarms.